Manufacturer narrative:
G4: 04mar2020. B4: (B)(6) 2020. Front bezel assembly was returned for evaluation. Customer complaint was duplicated. Fault is found on testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2020.

Event description:
The customer reported a ventilator with a nav-ring failure. No information is currently known regarding patient involvement.